Event description:
While resuscitating a cardiac arrest pt, the monitor did not respond after pressing the charge button. There was one previous successful charge that resulted in disarm about two mins prior.